Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient came in last week for a refill and pump was alarming with a low reservoir alarm. The pump was updated but continued to alarm. The manufacturer's technical services specialist (tss) confirmed that with the new a810 software that low reservoir alarm would need to be silenced manually if it also had the motor stall recovery alert. The rep stated that the healthcare provider (hcp) thought they already silenced the alarm; however, the pump continued to alarm. Tss confirmed that the rep saw the silence option, and reviewed then they would just need to update pump. Tss further reviewed that they could confirm alarm was silenced but ensuring there is no active alarm on the home screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that they were notified of the alarm on 2024-04-15. Outcome: the alarm was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.